Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The traumatologist xxxxxx xxxxxxx of hospital (B)(6) tells the sales rep that he appreciates edema, liquid inflammation, widening of the tunnel and pain at that point in a patient operated on (B)(6) 2017 and he was given a miracle advance screw interferences he could not indicate me batch or reference. Patient consequence? :unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is implanted in the patient, therefore the device is not available for a physical evaluation. It was reported that the patient experience widening of the tunnel and pain at that surgical site. However, no information of issues with the device during insertion. This complaint is not confirmed. Furthermore, no lot number, or product code was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The traumatologist xxxxxx xxxxxxx of (B)(6) tells to sale rep that he appreciates edema, liquid inflammation, widening of the tunnel and pain at that point in a patient operated on (B)(6) 2017 and he was given a miracle advance screw interferences. He could not indicate me batch or reference patient consequences is currently unknown. Additional information from affiliate 4/05/2018: (B)(4), distributor, sent the request for additional information but it has been not possible to get it.